Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.56 and charge times of 17.7 seconds. This increased to 2.55 volts and 18.4 seconds and then to 2.51 volts with 24 second charge times. The device had declared the elective replacement indicator. There was inquiry of the remaining longevity. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.